Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated. It was also noted tht the patients paresthesia coverage have changed. The patient underwent a lead reposition procedure and patient was doing well postoperatively. The lead was remain implanted.